Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 164123. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 305180, batch no: 016413. I was opening up a sterile bd blunt fill needle (sterile wrap was intact, with no damage noted) - to pull up medications for a cardiac cath when I spied a black flake on the inside of the needle hub. I did not use it to pull up my procedure meds. Then I alerted all colleagues to the event and notified manager.